Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device explanted due to eri with unexpected battery behavior. No adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the mos1 battery status. The ICD was implanted for 63 months and 20 charging cycles were recorded to the device memory. The memory content of the device was analyzed. The analysis revealed that the device automatically activated the backup mode, because it detected invalid memory content during an automatic signature check on (B)(6) 2023 in general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. Based on the available data the root cause for the backup mode activation could not be determined. Therefore, the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. The device was reinitialized and worked as expected afterwards. There was no indication of a device malfunction. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Additionally, a stress test under different temperature environments was performed revealing no anomalies. The safety backup mode was not reproducible. There was no indication of a device malfunction. The clinical observation resulted from invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the safety backup mode. There was no indication of a device malfunction.